Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings and slower button response. The customer¿s blood glucose was 126 mg/dl and the sensor glucose was 72 mg/dl at the time of the incident. The customer states they began to have trouble as they were going to bed. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. While troubleshooting for the threshold suspend the customer noted the button response is slower. The customer state all buttons are responding, but there is a delay on the screen. The insulin pump will not be returned for analysis.